Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed. The investigation revealed a cracked solder joint at the input of an ic (integrated circuit) chip, which caused the ic not to output the required clock signal for the a/d converter. Resoldering of the joint resolved the issue. The device was repaired, passed testing and returned to the customer.

Event description:
The customer stated that this unit would not power-up during a self test. Factory service identified a preamp internal and external reference failure error code. No pt involvement.